Manufacturer narrative:
Device evaluation of belt has been completed. The reported problem (service code 2628) was confirmed. Per 91c0011, the service code indicates that one of the critical voltages being monitored was found to be out of range. The data record can be interrogated to identify the specific voltage along with any contextual information available. The cause for service code was due to defective belt node to therapy electrode assembly. The root cause for the service code 2628 was the defective bn to te assembly. There were no adverse events associated with the belt malfunction.

Event description:
A us distributor returned an electrode belt and reported an electrode belt was displaying a service code.

Manufacturer narrative:
The monitor was found to be fully functional. The likely cause for service code 2628 was a temporary intermittent connection as the electrode belt was being disconnected from the monitor. The system was found to be functional when the belt was reconnected to the monitor. There is no adverse event associated with this monitor.

Event description:
A us distributor reported that the monitor displayed service code 2628.

Manufacturer narrative:
Device evaluation of the monitor has been completed. The reported problem (service code 2628) was confirmed from the device data download indicating the device's potential inability to perform its essential function. The reported problem could not be duplicated during incoming functional testing. There was no adverse event that occurred related to this issue. The root cause for the service code 2628 could not be positively identified. There were no adverse events associated with the monitor malfunction.

Event description:
A us distributor reported that the monitor displayed service code 2628.